Event description:
Per dealer the joystick will turn on but will not turn off. The joystick will not run anything on the chair this joystick was replaced under recall on (B)(4) sept 2014 under 6 months warranty.